Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed."), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopy, bilateral partial salpingectomy with hysteroscopy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma, bladder disorder, fatigue, alopecia, mood swings, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2014) and lab data date ((B)(6) 2014) , (B)(6) 2015. Discrepancy noted in essure insertion date previously reported as 2014 now it is reported (B)(6) 2015. Plaintiff currently planning for essure removal. Coils right - 1 and left- 1 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure (batch no. Cs0003v) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced mood swings ("mood swings"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnormal. Bleed."), abdominal pain ("abdominal pain"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), fatigue ("fatigue"), alopecia ("hair loss") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopy, bilateral partial salpingectomy with hysteroscopy.). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, psychological trauma, bladder disorder, fatigue, alopecia, mood swings, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, mood swings, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2014) and lab data date ((B)(6) 2014) (B)(6) 2015. Discrepancy noted in essure insertion date previously reported as (B)(6) 2014 now it is reported (B)(6) 2015. Plaintiff currently planning for essure removal. Coils right - 1 and left- 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-dec-2020: this case become serious incident. Mr received. Reporters information added. Lot no. Added. Rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.